Manufacturer narrative:
A getine field service technician was onside to investigate the device in question. According to the service report 43247578 the customer reports temp error message, exorcised unit to no fail. A full calibration and functional check has been performed per the factory calibration procedures. Returned to the customer and cleared for clinical use. Biomed control # 36995. It is unknown when exactly the reported "temp error" occurred and the failure could not be confirmed. The device was directly involved in the incident. To determine a probable root cause is not possible as no failure was detected. The occurrence rate regarding the above complaint is below the acceptance rate. Thus, no remedial action required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported from a customer from the us that temp error message occurred on the rotaflow console. No more details provided. Complaint ID: (B)(4).